Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial flutter signals on the ventricular lead. Technical services (ts) reviewed the reports and noted that inappropriate ventricular tachycardia (vt) episodes have been stored, but not tachycardia therapy was delivered. Ts also observed that the patient experienced asystole due to pacing inhibition. Ts suggested troubleshooting actions, such as chest x-ray to determine the lead placement, and reprogramming. The lead remains in use. No additional adverse patient effects were reported.